Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) scarred in high in scrotum. The ipp was explanted and replaced. No further patient complications reported.